Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available information, it is determined the 4.0mm x 14mm rigid screw, self-drilling design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Globus medical inc. Received notification from a representative, via a company representative, that a globus manufactured screw had backed out after implantation. In 2009, a female patient, underwent spinal surgery and the surgeon implanted a 4.0mm x 14mm rigid screw, self-drilling (110.014). On a subsequent x-ray, the screw was found to have backed out and the patient received revision surgery three months later. The surgeon removed the backed out screw and the set screw, and replaced it with a 4.5mm x 16mm standard screw, self-drilling. Globus medical inc. Was notified of the complaint on the same day, by a globus medical, inc. Representative.